Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not abled to be interrogated with different programmers, wands and in different rooms. Boston scientific technical services (ts) recommended to return the device for analysis. This s-ICD has not been implanted and no patient was involved.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with different programmers, wands and in different rooms. Boston scientific technical services (ts) recommended to return the device for analysis. This s-ICD has not been implanted and no patient was involved.